Event description:
Philips rec'd a report that the customer was removing a pt from the pt table, the pt table dropped with an uncommanded motion. There was not pt injury reported.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer (fse) replaced the brake and motor with a new assembly. The fse performed add'l testing of the replaced parts and found the sys working properly. Engineering evaluated the failed parts and discovered the hex brake hub was loose and the brake disc was fractured. This was a one time occurrence. (B)(4).